Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 2 of 4. The home patient (hp) became disconnected from the transfer set. The hp's nurse confirmed information that was initially provided, stating that the patient line of the cassette became disconnected from the transfer set during therapy, causing the system error 2240 alarm. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4). The home patient discarded the sample.